Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the products were used for a distal radius fracture case. During the operation the surgeon removed the guiding block to insert the locking screw into the first row of the radial side of the plate, but the screw did not lock and the screw driver kept rotating. When the surgeon checked the image, he found that the screw had gone through the plate. After removing the screw and the surgeon used another one, but the result was the same. The surgeon proceeded according to the technical guide. There was no harm to the patient. There was a fifteen minutes surgical delay reported. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer was jan 22, 2015 not jan 22, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: shaft thread: just below the neck the anodize color is stripped. Also, there are some minor nicks along thread length. Head thread: anodize color is stripped and there is damage to threads. Stardive: minor damage around opening. The overall length, stardrive taper depth and stardrive straight depth were all checked and no issues found. The overall size of the head meets the profile tolerance however the thread heads could not be checked due to damage. The shaft thread profile was checked in thread sections with no damage and found good. Since all relevant features could not be checked this complaint cannot be confirmed. A review of the manufacturing records confirms the lot was manufactured to specifications with no deviations. The plate was not returned but the manufacturing records were also reviewed and it was produced meeting all specification as well. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device was not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.